Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had irritation from the purewick female external catheter and that it caused a urinary tract infection or yeast infection. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection or yeast infection.

Event description:
It was reported that the patient had irritation from the purewick female external catheter and that it caused a urinary tract infection or yeast infection. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection or yeast infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." The device was not returned.